Event description:
Oversensing and high impedance > 2500 ohms were reported at implant attempt. The lead was replaced. It was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal (sense) conductor fractured adjacent to the proximal end of the weld to the sense ring; full lead analyzed.